Manufacturer narrative:
Upon receipt, the lead was found dissected in two fragments. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The analysis of the lead fragments demonstrated a rubbed through insulation at the distal part of the lead. At this position, the conductor cable to the ring electrode was found fractured. This damage can be considered as the root cause of the measured values of the pacing impedance > 3000 ohms, as mentioned in the complaint description. Based on the characteristics and location of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state, as a result of interaction with a partner lead. This assumption is supported by the inspection of the x-ray images returned for analysis. The inspection revealed an area of interaction between the linox and a partner lead at the point were the damages were found. The deformation of the vcs shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 27 months an impedance increase of > 3000 ohm was reported. No adverse patient side effects have been reported.